Event description:
Complainant alleged that while treating a (B)(6), male patient, the device charged and discharged energy twice and then inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.